Event description:
During evaluation of a returned spectrum iq pump, the device alarmed downstream occlusion and failed flow rate testing. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation, the device alarmed false downstream occlusion. A review of the event history log identified multiple 'downstream occlusion' alarms. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause was identified to be an out of specification downstream sensor. The force sensor requires calibration to address this issue. During evaluation the device had failed flow rate testing. The cause was identified to bean out of adjustment pressure plate. The pressure plate requires adjustment to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.